Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system separated during use. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: observations and testing could not be performed because units were not received for investigation of this incident. A complaint history check was performed, and this is the 1st related complaint reported with the defect/condition of separation inserter from tubing with lot #8116609 regarding item #383516. DHR review was performed on lot number 8116609. The lot number was built / packaged on nfa line #1 from 27april18 thru 28april18. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated during build of this lot that not would impact the outcome of the quality of the product relevant to the defect stated in the pir. The defect separation inserter from tubing; could not be identified or confirmed, and cause could not be determined, as the units described in the product incident report were not returned for evaluation and testing. A formal corrective action will not be initiated at this time. Customer complaint trends are evaluated monthly. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. The analysis of peura (end user risk analysis) was analyzed to determine the risk to customer.

Event description:
It was reported that bd nexiva¿ closed IV catheter system separated during use. No serious injury or medical intervention was reported.